Event description:
A physician reported that following an intraocular lens (iol) implant procedure, 5-7 years ago developed blurry vision, and was noted to have a myopic shift in her left eye that has now stabilized. She had worsening glare as well. Her vision decreased to about 20/30 even with the new refraction. On exam it looks like she has a thickened and somewhat opacified optic. There was no trauma or other unusual finding on exam. Additional information was requested and received stating the lens was explanted.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned cut into four pieces, typical of insertion and removal from the eye. Cracks are observed on one of the pieces of lens. The lens was cleaned for further evaluation. The lens appears clear. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).